Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer was asked if she recalls any significant events leading to the alarm. The customer response was that insulin pump fell in the tub. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan health care provider instructions.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump also had moisture damage on lcd board. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.